Event description:
It was reported there was an error code 41622. There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to fluid ingression to the device. The main board, cam sensor, motor, and gears were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.